Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has not yet been completed. A supplemental report will be submitted upon completion of the root cause investigation into the monitor resets. No adverse event resulted from the monitor resets.

Event description:
A us distributor notified zoll that a patient experienced a defibrillation event. Review of the event indicates that between 04:43:32 pm and 04:46:41 pm on (B)(6) 2016 the patient received three treatments. Review of the event indicates that the monitor reset before and after the first and second treatments. The ECG from the first treatment was not available for review. The second treatment was delivered while the patient was in vt at 230 bpm; however, the post-shock rhythm was not available for review. The ECG recording for the third treatment indicates that the patient was in vt at 225 bpm at the time of the shock. The final treatment successfully converted the patient's rhythm to svt at 145 bpm. The electrode belt was disconnected following the treatment. There was no death or serious injury resulting from the event. The patient continued use of the lifevest.

Manufacturer narrative:
Additional information/device evaluation 01/23/2018: monitor sn (B)(4) was returned to the distributor for evaluation. Review of the download data confirms that the patient received three treatment shocks on (B)(6) 2016. The data also indicated that the monitor reset after two of the pulses during this treatment event. The monitor initially passed incoming functionality testing at the distributor. During subsequent evaluation by the distributor, the pulse reset condition was duplicated. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the monitor resets.

Event description:
A us distributor notified zoll that a patient experienced a defibrillation event. Review of the event indicates that between 04:43:32 pm and 04:46:41 pm on (B)(6) 2016 the patient received three treatments. Review of the event indicates that the monitor reset before and after the first and second treatments. The ECG from the first treatment was not available for review. The second treatment was delivered while the patient was in vt at 230 bpm; however, the post-shock rhythm was not available for review. The ECG recording for the third treatment indicates that the patient was in vt at 225 bpm at the time of the shock. The final treatment successfully converted the patient's rhythm to svt at 145 bpm. The electrode belt was disconnected following the treatment. There was no death or serious injury resulting from the event. The patient continued use of the lifevest.